Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing that resulted in delivery of an inappropriate shock four months post electrode implant. The patient presented to the emergency department. The smartpass feature was noted to have disabled due to low signal amplitude measurements. Additionally noise was observed while the patient was being seen in the emergency department. The patient was sitting at the time of the noise. Of note, the s-ICD also exhibited t-wave oversensing and delivery of inappropriate shock therapy with the previous electrode. Technical services (ts) reviewed the stored episode and noted signals that railed to the baseline in the stored episode. Ts discussed potential causes and troubleshooting options. Noise was unable to be reproduced with patient isometrics and pocket manipulations. Ts then recommended obtaining an x-ray. The physician ordered an x-ray, and requested the patient schedule a follow-up to review the results. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.